Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the atrial lead was dislodged four separate times. The lead was explanted and replaced. No patient consequences were noted.